Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 18 cmdistal to the is-1 connector pin. A one cm portion of lead body between the two segments was not received for analysis. The inspection revealed abrasion marks along the lead segments with a damaged insulation as a result of wear at 39 cm proximal to the lead tip as well as in the area of the tricuspid valve. At this last position the conductor cable to the ring electrode was found outside the lead body. The insulation of the conductor cable was damaged due to the friction and the conductor cable itself was found fractured at this position. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics and location of these damages, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve as well as a partner lead. Further inspection revealed explantation damages i.e. The inner and outer assembly groups were found detached from each other at the is-1 connector as a result of strong pulling forces, cuttings of the insulation were observed at several positions and the rv and svc shock coils were found deformed. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - in (B)(6) 2014, an alert from an OEM's home monitoring system regarding increased lead impedances (ring-coil) was noted. Therefore, the sensing polarity was changed to 'integrated'. In (B)(6), increased impedance was still observed after the program change and home monitoring alerts notified the user. On (B)(6), the lead was removed. No noise was observed before the surgery but high impedance (2800 ohms) in the ring-coil was observed during the surgery. This is the only abnormality found by measuring the tip, ring, svc-coil, rv-coil impedance. During surgery, the helix was attempted to be retracted with a fixation tool, but it could not be retracted so the tip was detached. Therefore a lead-removal-system was used and lead was cut into two parts. Update: on 31 oct 2014 according to our sales rep, the physician commented that damage of the lead's proxim al part could be considered as a root cause of the high impedance of the ring-coil. Insulation damage was identified when the dr. Opened the pocket. Because an externalized conductor was observed after the lead removal, the physician believes this was the same position as the observed insulation damage in the pocket. The externalized lead wire was about 37cm distal to the lead tip.